Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the equipment would not turn on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not turn on. Upon functional testing, the fse confirmed the problem in the suite pc. To resolve the reported issue, the fse replaced the suite pc, reinstalled the latest software, restored backup and updated the license. After replacement and necessary configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.